Event description:
The customer's mother reported via phone call that the customer fell and there was some damage to the screen of the insulin pump. Customer called back and their blood glucose was 135 mg/dl. Customer stated that the screen was hard to see and appeared to have a green tint. Customer was pushed at a physical education class and they fell to the floor. Customer's pump was in their pocket and fell out when they were pushed. Customer also had a missing piece from the battery compartment and the reservoir compartment. The insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, a 38minor scratch on the display window, and a cracked case near the display window corners were noted during the visual inspection. Cracked and bleeding lcd glass was also noted.